Event description:
Olympus was informed that 2 days after a therapeutic endoscopic polypectomy of the colon procedure, the pt developed abdominal pain and returned to the hospital where a bowel perforation was diagnosed by CT. The pt was hospitalized and reportedly getting better with fasting and intravenous therapy with antibiotics. No additional treatment was necessary. There was no report about a malfunction of the used olympus medical devices during the procedure. However, right after the intended procedure was completed, an unspecified error code was allegedly displayed on the esg-100 electrosurgical unit.

Manufacturer narrative:
The suspect medical device was not returned to MFR for eval but to olympus medical sys corp (omsc), (B)(4). Extensive tests were performed with particular focus on the high-frequency output of the esg-100 electrosurgical unit, but omsc was unable to prompt any malfunction. All tested monopolar and bipolar modes operated completely within specification and no abnormal or faulty behavior could be observed. Therefore the exact cause of the pt's outcome and the reported phenomenon could not be conclusively determined and is being judged as unk. However, it can be excluded that the pt's outcome was caused by a malfunction of the suspect medical device. Olympus submits this incident as a medical device report (MDR) in abundance of caution.